Event description:
The user is questioning the "non-shockable" notification given by the device during deployment. The subject was not able to be resuscitated.

Manufacturer narrative:
(B)(4). Device evaluation is pending.